Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise and changes in amplitude morphology measurements. X-rays did not show any system abnormalities. Troubleshooting options were provided to the field and the s-ICD remains in service. No adverse patient effects were reported.